Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during manufacturer's analysis it was determined that there was a tear in the insulation of the cable, that there was a cracked light-emitting diode window and that the label was delaminated. All were replaced to resolve. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer which was originally returned because water had been accidentally dropped on it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.